Event description:
2 of 2 reports. Other mfg report number: 3014334038-2024-00089 a facility reported a perforator failed to disengage. According to customer this incident occurred several times. This report is for second event. No additional information was provided.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The perforator was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined; however, a potential cause of the reported failure may have been related to the positioning and pressure application, during use. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.